Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: e1 (intial reporter, event site email, event site telephone) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested the entire machine and no leak can be found. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, cardiosave intra-aortic balloon pump (iabp) has pneumatic module leak. There was no patient involvement reported.